Manufacturer narrative:
Insulin pump passed displacement test and self test. No low battery alarms noted. However device received with high idle current due to an open at lcd driver board. No light screen or display anomaly noted. Device received with cracked reservoir tube lip, address label damaged, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump was depleting a battery every three days and erasing all the settings. The screen was too light and hard to read. Normal wear and tear was found on the device but no cracks. Customer's blood glucose at time of incident was 131 mg/dl, 371 mg/dl after lunch. Customer treated his high blood glucose level with the insulin pump. Customer was calling regarding low battery issue for the second time because replacement battery cap did not solve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.